Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
The customer reported error device will not turn on. When powering on the blower never starts, the alarm (light emitting diode) led flashes in sync with an audible beep from the vent. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the blower motor controller. The customer replaced the defective blower motor controller to address the reported problem. The unit successfully passed the required performance verification test.